Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution of the "mb 4 hr" protocol started in retort a at 08:48 on (B)(6) 2023, which failed at 11:53 on (B)(6) 2023. The affected tissue processing run detailed above failed in association with event code 111 indicating that the retort manifold was not hot, with the following information displayed to the user: "retort manifold not hot; if running a protocol contact service. For manual operations enable the wax heater for 5 mins then retry, retort a and if running a protocol to contact service." The information available suggests that the condensate bottle was not detected by the corresponding sensor at 11:31 on (B)(6) 2023; and the tissue processing run in progress was paused, per the prescribed instrument software workflow. When the connection between the condensate bottle and the corresponding sensor was re-established it is likely that the remaining processing steps in the affected tissue processing run would have been performed with a reduced duration, in an attempt to meet the scheduled completion time. The reduced duration of the remaining processing steps resulted in insufficient time to heat the wax transfer valves and the wax line to the temperature required to keep the wax molten and failure of the affected tissue processing run at 11:53 on (B)(6) 2023. The information provided indicates that processing of the patient tissue samples from the failed protocol was completed by removing "the tissue from the retort and continued processing on another device". No adverse impact on either the quality of processing of patient tissue samples or to any patient(s) has been reported to the manufacturer in association with the circumstances involved in this complaint. Although no sub-optimal processing of patient tissue samples was reported by the complainant, the circumstances involved in this event have previously resulted in serious injury. The root cause of the circumstances reported by the complainant was that the condensate bottle was not detected by the corresponding sensor. The root cause of the condensate bottle not being detected by the corresponding sensor was the broken ID tag on the condensate bottle tag reported by the complainant to the fse and the presence of debris in the reagent cabinet preventing full insertion of the condensate bottle.

Event description:
On (B)(6) 2023, a complaint entered the complaint management system with the following details: "ret a event code 111, and 13; the condensate bottle is present yet event 13 prompted, event code 111 resulted in an abandon protocol. There was no need to reprocess specimens that were affected." On (B)(6) 2023, the following information was added to the complaint in relation to the patient tissue samples involved in this complaint: "there was no need to reprocess specimens that were affected." The assigned local leica technical applications specialist ii confirmed: "...I did confirm with the customer that the samples did not need to be reprocessed." On (B)(6) 2023, the assigned leica biosystems field service engineer (fse) visited the customer site. The fse inspected the instrument and discovered debris "...in compartment blocking bottle from being fully inserted." The fse removed the bottle, cleaned the reagent compartment and re-inserted the bottle with no issue noted. The fse also performed minimum verification testing, for which all results were satisfactory; and the instrument was subsequently deemed "...ready for customer use." On (B)(6) 2023, leica biosystems melbourne received the following confirmation from the assigned local leica field applications specialist-core histology in relation to the patient tissue samples involved in this complaint: "...tissue was not affected..." No adverse consequence(s) to a patient(s) has been reported to the manufacturer. On (B)(6) 2023, leica biosystems melbourne received the following information from the assigned local leica field applications specialist-core histology (fas): "I spoke with the customer this morning, this event has happened twice within the last two weeks. Two weeks ago while [name], leica fse, was on site the customer reported that they broke the ID tag on the condensate bottle. This is around the same [sic] the reported error started occurring...[fse] is at the customer site currently to replace the condensate bottle and the board that reads the presence of the condensate bottle. We are seeing if this stops error 111."